Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low, out of range, pacing impedance measurement which triggered lead safety switch (lss). In addition, the system could capture intermittently and had noisy signals that were being oversensed. It was noted to capture well on unipolar configuration. The patient was not pacer-dependent as reported. Boston scientific technical services (ts) reviewed that lead was more than 20 years old and will be referred to another physician for further evaluation. Attempt to obtain additional information was unsuccessful. The system remains in service. No adverse patient effects were reported.